Event description:
Patient was revised to address instability due to poly wear. Osteolysis was also reported.

Manufacturer narrative:
(B)(6) reports that the patient was revised to address instability due to poly wear. Osteolysis was also reported. Doi (B)(6) 1999 - dor (B)(6) 2013 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. It would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.